Event description:
It was reported that the customer had a reservoir that leaked past both o-rings. The customer stated that she saw insulin trickle all the way down past both o-rings but not in between and that the leak was not at the transfer guard. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.